Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25mar2020.

Event description:
The customer reported that the ventilator turns off by itself shortly after turning it on and the monitor cover is broken. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm. Technical support advised the customer that this is an obsolete device and spare parts are no longer manufactured. Technical support provided the customer with an obsolescence letter. No service was rendered.